Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) instructed the caller to continue filling the tubing and guided them through the process of filling and loading a new cartridge. After completing the steps, the caller was able to see drops of insulin at the end of the tubing, and the insulin delivery process resumed successfully.